Manufacturer narrative:
Other text: d4: UDI number is unknown, g5: 510k is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device has a "no disposable alarm" occurring. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.

Manufacturer narrative:
One device was received for investigation. A review of the event history log showed there was a record of occurred nda during pumping. A functional test was done and it could not confirm the reported issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Preventative maintenance on the device was taken to replace the downstream sensor and upstream sensor re-calibration. The device passed all functional tests.